Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 480 mg/dl and ketones were present. The cause was not known. A bolus via the pump was delivered and the bg did not lower. The contact thought the pump's insulin on board (iob) meant the bolus was to take 2 hours to deliver. The customer went to the emergency room (ER) and was treated with insulin fluids. After a few hours the customer left the ER feeling better with a bg of 200 mg/dl. Tandem technical support explained that the bolus is delivered immediately and the iob was active insulin in the body. The contact understood.